Manufacturer narrative:
Concomitant devices include: indeflator: medtro; guide wire: radifocus; y connector: okay; balloon catheter: jackal; sheath introducer: medikit. This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
When the smart control sds was being advanced into the artery it was noted that the locking pin was not locked into the handle. It is unknown how the procedure was finished. The target lesion was the iliac artery. It is unknown if the lesion was de novo, but it was heavily calcified and slightly tortuous with a 90% stenosis. The device was stored, handled and prepped according to the IFU. There were no anomalies notes during prep. The lesion was crossed with a guidewire. Then, smart control stent was advanced into the artery, but its locking pin was off the handle although the physician had not touched it. The physician removed the smart control sds without placement of the stent. The product will not be returned for analysis. There were no anomalies noted when removed from the package. The device was not resterilized. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty (stenting) a 10.0x40mm 80cm smart control stent was advanced into the artery, but its locking pin was off the handle. There was no patient injury reported. It is unknown how the procedure was finished. The target lesion was the iliac artery. It is unknown if the lesion was a de novo, but was heavily calcified and slightly tortuous. There was 90% stenosis. The device was stored, handled and prepped according to the IFU. There were no anomalies notes during prep. The lesion was crossed with a guidewire. Then, smart control stent was advanced into the artery, but its locking pin was off the handle although the physician did not touch the locking pin at all. Therefore, the physician stopped using the smart control stent without stent placement. The product will not be returned for analysis. There were no anomalies noted when removed from the package. The device was not resterilized.